Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard expiration dates do not match. The following information was provided by the initial reporter, translated from spanish to english: we hereby formalize the documentary quality complaint of the product: dextrose 5% and sodium chloride 0.9% in injectable water baxter. The data are inconsistent, since in the sanitary registration granted by ssa through cofepris, no. (B)(4), the shelf life is 36 months, from its date of manufacture. Therefore, we request you to share with us the correct documentation and the results of your root cause analysis. To support this complaint we attach the following: copy of the health registration office (B)(4). Copy of the product certificate copy of purchase invoices of the product from hi tec medical to bd no. (B)(4) photo samples of the secondary packaging of the product: insyte autoguard gray 16 ga x 1.77 in, what is the amount affected? Are there 2 boxes of the product (400 pieces)? I have not yet verified this information, give me the opportunity to confirm. Isn't the photo of the secondary packaging a bd product? Please could you share the package photo of the claimed bd product (lot: 3068717)? The correct photographic evidence is being submitted. It is reported that the expiration date is february 26, however, in the photo it is february 28, the correct date is february 28, 26 could you please confirm the expiration date on the secondary packaging? 28-feb-26 for the certificate, according to the pdf, the information is february 28, right? The date of 28-feb-26 is correct on what date was the reported problem identified? 12-nov-23, the same day the email was sent.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: five photographs were provided for investigation. 9270528-img 01.pdf showed a 200-count shipping case for an insyte autoguard with an international label. The content of the international label was not visible due to the poor image quality. 9270528-img 02.pdf showed a unit label for a non-bd vygon vadsite (ref #(B)(4)/ lot #231121ec) with an expiration date of 2026-11-23. 9270528-img 03.pdf showed a 200-count shipping case with a case label (ref #(B)(4) / lot #3068717) that showed an expiration date of 2026-02-28. Label 1.png showed an image that was identical to 9270528-img 03.pdf label.png showed the side of a 50-count dispenser box with ref #(B)(4) on the label. The lot # and expiration date could not be clearly discerned due to the poor image quality. Page 1 of the certificate of conformity for lot #3068717 shows a manufacturing date of "01-mar-2021" and an expiration date of "28-feb-2026". Page 2 of the certificate of conformity for lot #3068717 shows a manufacturing date of "01-mar-2023" and an expiration date of "28-feb-2026". The discrepancy with the manufacturing date appeared to be isolated to the certificate of conformity. The physical labels from the device history record (DHR) showed the correct expiration date of 2026-02-28 on the unit labels, dispenser box label, and the the shipping case label. The unit labels were printed with the correct manufacturing date of (B)(6) 2023, which matched page two of the certificate of conformity. Photographs of the labels from the DHR were attached in the attached photos field. As the unit, dispenser box, and shipping case labels were correct, no additional action was taken. The distribution center, where the certificate of conformity was signed and generated, was notified of this complaint and discrepancy. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion(s): the complaint of a discrepancy with the manufacturing dates on the certificate of conformity was confirmed. Although the device labels were correct, the "label content incorrect" was used as the as analyzed code. Probable root cause(s): the root cause appeared to be isolated to the distribution center that generated the certificate of conformity.